Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue, and as a result, replaced the high-resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis and an investigation is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report vision loss/a black screen in the right eye of the surgeon side console (ssc). The customer confirmed that the vision loss occurred only in the right eye of the ssc, while the vision side cart (vsc) monitor and slave monitors were not affected. The technical support engineer (tse) attempted to review the error logs, however, the system was offline at the time of the call. As instructed by tse, the customer performed a hard power cycle of the system and reconnected the blue system cable between the ssc and vsc, however, the issue persisted. The tse then instructed the customer to restart the system again. Two additional restarts were performed in an attempt to resolve the issue, but were unsuccessful. The tse advised that all troubleshooting steps had been exhausted at that stage, and the surgeon elected to continue the procedure using vision from one eye of the ssc. The procedure was completed with no reported injury.